Event description:
Customer reported propofol infusion infused ahead of programmed rate. There was no report of pt harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). The suspect device was not sequestered and will not be returned for investigation. The concomitant product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.